Event description:
It was reported that there was a lead polarity switch due to low impedance. The lead was attempted to be reprogrammed to bipolar but changed back to unipolar. It was further reported that ventricular high rate episodes and noise were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.